Manufacturer narrative:
(B)(4). One (1) eagle/swift screw, st, 14mm was returned for evaluation. Visual examination of the screw revealed metal shaving on the third thread of the screw and part of the second thread on the screw had been peeled. Burr consists of approximately 1/4th turn of thread material, which is attached to the screw. The exact part and lot number combination of the eagle/swift screw, st, 14mm is unknown; therefore review of the device history record or the receiving inspection (ri) could not be reviewed. No emerging trends were found requiring further actions. A definitive root cause cannot be determined for the peeling of thread returned screw. A potential root cause may be that screw was inserted at such an angle that it may have come in contact with the plate or bushing, leading to excessive interference between two, causing the thread to shear. As there has been no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Screw was inserted after 12mm drill bit used to create hole. Metal spiral became evident from screw as well as screw would not screw flush. Screw stopped as the beginning of the head the screw met the plate. New screw was inserted with no issue.